Event description:
The customer complained of discrepant glucose results for 1 patient from two accu-chek inform ii meters. At 7:38 am, the qc was acceptable on meter serial number (B)(4). At 12:04 pm, the result from meter serial number (B)(4) with a heel stick was 33 mg/dl. At 12:05 pm, the result from meter serial number (B)(4) with a heel stick was 34 mg/dl. At 12:10 pm, the result from the laboratory with venous blood was 60 mg/dl. At 1:32 pm, the result from meter serial number (B)(4) was 30 mg/dl. At 1:34 pm, the qc was acceptable on meter serial number (B)(4). At 1:36 pm, the result from meter serial number (B)(4) was 63 mg/dl. It was asked, but not known if the same heel was used for each heel stick. The same test strip lot was used on both meters for all meter measurements. The patient was treated based on the meter results of 33 mg/dl and 34 mg/dl. The patient was treated with a bolus of d10 intravenously after the result of 34 mg/dl with meter (B)(4). The patient was "well" and experienced no adverse events. The customer's test strips and meter were returned for investigation and tested with quality control material. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 44, 44, 48 mg/dl, level 2 ¿ 308, 310, 309 mg/dl. All returned results are within the acceptable range. The meter reflects signs of customer damage and has a shattered display. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.